Event description:
A customer reported a tandem mobi cartridge alarm, confirmed as cartridge alarm 30 by technical support, which occurred during the load process. There was no adverse impact on the customer's blood glucose level. Technical support agreed to replace the pump since the issue occurred with consecutive cartridges, although the customer had not previously reported this specific alarm with this pump. The customer, still under warranty, will use multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump. Technical support provided instructions on storage mode and return procedures, which the customer understood and acknowledged.